Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in clinic on (B)(6) 2016. Controller power ports assessed by vad coordinator and power port 1 was determined to be loose within controller housing. Patient also reported in clinic that he had experienced 2 double power disconnect alarms during battery/ac changes to power port 2 with power port 1 still connected to a power source. These alarms occurred on (B)(6) 2016 and (B)(6) 2016, the patient stated to have been at home and did not call the clinic to report the event. It was stated that the patient was asymptomatic during these events. An elective controller exchange was performed without any problem and it was stated that there were no consequences to the patient and patient asymptomatic. No additional information available.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "loose component" and "power disconnect". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "loose component" was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as the port one (1) was found loose with a loose locknut. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; the manufacturer and supplier have opened an internal investigation for the controller loose connectors. The reported event of "power disconnect" could be confirmed in the analysis of the log files where it revealed several vad disconnects and motor starts. The codes identified in the analysis indicated that the vad stops were as a result of physical disconnection of the driveline from the controller and not as an actual controller communication failures.